Event description:
It was reported that the customer had difficulty charging the pump battery. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.